Event description:
After 5 days of circulatory support using the tandemheart system, the hospital staff observed blistering on the patient's leg under the tandemheart pump. The blistering continued to worsen until medical treatment was required. Cardiacassist was notified of the issue on (B)(6) 2009. Although warnings and instructions regarding the need to secure the pump in the tandemheart pump holster are in the pump dfu, the holster had not been utilized. A towel had been wrapped around the pump to isolate it from direct patient contact.

Manufacturer narrative:
Cardiacassist was contacted on (B)(4) 2009 by the hospital to report that the patient had two second degree burns. Blistering was initially noticed on (B)(4) 2009, and continued to worsen. The original pump was replaced on (B)(4) 2009 and the new pump was placed in a tandemheart holster. The patient was referred to the wound management team, which initiated treatment. As of (B)(4) 2009, one of the burns was almost gone, and the other was reportedly healing well. The hospital classified the incident as a temporary harm. The design of the pump requires it to be open to air for proper thermal management. This is accomplished by securing the pump in the tandemheart holster per the warnings and instructions in the dfu. Placing the pump in the holster also isolates it from direct patient contact preventing contact burns. Covering or wrapping of the pump with material such as a towel will result in a reduction of heat flow from the pump, significantly increasing pump operating temperature and pump surface temperature. The analysis of the pump found an abnormal thrombus formation under the pump impeller. While the cause of the thrombus formation could not be established, previously conducted laboratory testing established that higher than normal pump operating temperatures may result in an increased likelihood of thrombus formation.